Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: a visual examination of the device found that the returned balloon showed no evidence of being inflated. The midshaft was kinked and stretched for a length of 40mm from the rapid exchange bond. The device was attached to an encore inflation unit and was inflated to its rated burst pressure without issue. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, removal difficulty occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous popliteal artery. The physician advanced the 4.0mm/1.5cm/140cm flextome cutting balloon to the lesion but was unable to cross. Upon removal it was observed that the guide wire was entwined at the guide wire port of the balloon catheter and the shaft of the catheter was bent. The procedure was completed with another 4.0mm/1.5cm/140cm flextome cutting balloon. No complications were reported and the patient's status is good. Initial examination of the device revealed that the shaft was slightly stretched and kinked which may indicate removal difficulty.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, removal difficulty occurred. The 90% stenotic lesion was located in the calcified and moderately tortuous popliteal artery. The physician advanced the 4.0mm/1.5cm/140cm flextome cutting balloon to the lesion but was unable to cross. Upon removal it was observed that the guide wire was entwined at the guide wire port of the balloon catheter and the shaft of the catheter was bent. The procedure was completed with another 4.0mm/1.5cm/140cm flextome cutting balloon. No complications were reported and the patient's status is good. Initial examination of the device revealed that the shaft was slightly stretched and kinked which may indicate removal difficulty.